Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to being in unipolar configuration. Boston scientific technical services (ts) discussed programming options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that two segments were returned. The helix was partially extended and there was dried blood/tissue within the helix housing. Visual inspection of the lead also noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Detailed analysis confirmed that the outer conductor coil had a break approximately 250mm from the terminal end. Analysis concluded that the clinical observations of loss of capture, noise, oversensing, and high impedance were likely caused by the confirmed fracture. Patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to being in unipolar configuration. Boston scientific technical services (ts) discussed programming options. This lead remains in service. No adverse patient effects were reported. Additional information was received that isometrics had been performed on this ra lead. Ultimately, the ra lead was explanted due to fracture, noise, electromagnetic interference (emi), loss of capture and pacing impedance measurements of greater than 2,000 ohms. There was no oversensing observed. Subsequently, a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Subsequently, there were several episodes of noise, oversensing and inappropriate atrial tachy response (atr) episodes due to being in unipolar configuration. Boston scientific technical services (ts) discussed programming options. This lead remains in service. No adverse patient effects were reported. Additional information was received that isometrics had been performed on this ra lead. Ultimately, the ra lead was explanted due to fracture, noise, electromagnetic interference (emi), loss of capture and pacing impedance measurements of greater than 2,000 ohms. There was no oversensing observed. Subsequently, a new ra lead was implanted. No additional adverse patient effects were reported.